Manufacturer narrative:
(B)(4). A boston scientific technical services consultant reviewed the device data and confirmed the da error occurred on (B)(6) 2016. The error was a benign, self-correcting memory error. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, a da error was observed with this subcutaneous implantable cardioverter defibrillator (s-ICD). A second interrogation confirmed the device was operating normally. Device data was submitted to technical services for review. No adverse patient effects were reported.